Manufacturer narrative:
This report is submitted on may 16 2023.

Event description:
Per the clinic, the patient experienced poor performance and electrode out of cochlea. Subsequently, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.